Event description:
On (B)(6) 2012, the pt underwent a hardware removal ipsilateral femoral nail in place and hemiarthroplasty of the left hip. Pre-op antibiotics, ancef 2,000 mg IV were administered. Procedure involved removal of "nail", irrigation, and closure of osteotomy around the prosthesis and placement of tibial allograft strut along posterior gap, secured with 4 cables. Dbx putty was placed along the allograft/ osteotomy junction to acid allograft incorporation and healing of the osteotomy. Pt was discharged on (B)(6) 2012, to an outside care facility, wound status was: clean. On (B)(6) 2012, staff from the care facility noticed bloody, watery discharge from the incision in the early am. Pt was taken to the local ER, given antibiotics before being transferred to (B)(6). Upon arrival at (B)(6), pt denied left hip pain/f/c/ns/n/v/d/cp/sob/recent falls. Wound displayed erythema measuring 10 cm in diameter and 3/4 the length of the incision, warm to the touch, pus and blood draining from the wound, no frank wound dehiscence. Pt was taken to the operating room for an irrigation and debridement procedure. Vancomycin 1,000 mg given after specimens for culture were taken. There was a large collection of fluid at the level of the implanted tissue -this grew (B)(6). Wound was debrided and irrigated, wound vac -x2- placed. Started on vancomycin therapy. On (B)(6) 2012, zosyn added to antibiotic therapy. On (B)(6) 2012, d/c zosyn, started rifampin, po, 300 mg, bid, continue vancomycin. On (B)(6) 2012, wound has completely healed, d/c vancomycin, continue rifampin, started trimethoprim-sulfamethoxazole.